Event description:
It was reported that the patient was unable to set to MRI mode. Testing confirmed high impedances due to lead migration. As a result, surgical intervention may be undertaken at a later date. It cannot be determined which lead contributed to the event.

Manufacturer narrative:
Date of event is estimated.